Manufacturer narrative:
A root cause could not be identified. Based on the investigation results, the most likely cause of the burnt plastic distal end cover was use of high energy endo therapy accessory, such as laser and high frequency, without maintaining a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual ¿3.3 inspection of the endoscope¿. Operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burn marks on plastic distal end cover. There was no patient involvement.